Event description:
Boston scientific received information that this product was to be part of a system revision due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the patient's system was explanted and not replaced. The device and leads will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
--